Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a crack and leak in the secondary tubing was observed an hour after the start of the second bag of doxorubicin. The medication bag was the second dose of doxorubicin through the secondary tubing. Pink-tinged fluid was observed on the floor and some touched the patient. A hazardous drug/chemo spill clean up was performed. No patient or user harm was reported.

Manufacturer narrative:
The customer's report that the set cracked and leaked could not be confirmed. A picture of the set was provided but the crack was not clear enough to be seen or confirmed. The root cause of this failure was not identified.